Manufacturer narrative:
Device evaluated by MFR: the charger enclosure (rev. 1 : s/n fr) was returned to the manufacturer for evaluation. After functional testing, performance t esting, visual/physical examination and usability inspection the reported issue was confirmed. The charger enclosure had failed testing. The charger enclosure was installed on system c1416 and the system did not ready. Charging, motion, generator, and communication were not successful. It was determined that the charger enclosure was defective due to electrical failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the charger enclosure and power conversion enclosure were replaced. A system checkout was performed and the system is working as intended. The power conversion enclosure was returned to the manufacturer for evaluation. After functional testing, usability inspection and examination of similar products the reported issue was confirmed. The power conversion enclosure failed bench test. The transistor shorted and another transistor was defective. It also failed the diode test. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during a software update the firmware failed to install on the charger enclosure. Then the system would not turn on. The power conversion assembly tried to turn itself back on even after the system is turned on. No patient was present at the time of the event.